Event description:
A report was received that the patient was experiencing migraines after the trial leads were removed. The migraines were diagnosed as a result of a spinal tap. Blood patch was done. The patient was reportedly doing well, and the headaches were gone.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2158-50e, serial/lot #: (B)(4), description: trial linear lead with enhanced stylet, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.